Event description:
It was reported the patients driveline covering was noted to be torn in multiple places but no alarms were observed. The log files noted no alarms and the pump was operating as expected. The driveline was wrapped with rescue tape. No patient symptoms were observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the driveline jacket could not be confirmed through this evaluation as no images depicting the damage were submitted and no product is available for investigation. The submitted log file captured the pump operating as intended above the low speed limit with no notable alarms/events. Although a specific cause for the reported damage could not be conclusively determined, it did not appear to have contributed to any electrical issues. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) and the driveline ((B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.